Event description:
It was observed that during the device evaluation, the rhino-laryngo videoscope exhibited chipping on the plastic distal end cover at the channel opening, and residue buildup on the bending section cover adhesive. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, regarding the chipping on the plastic distal end cover at the channel opening, it is likely stress led to a component failure. Regarding the residue buildup at the distal sheath, the cause was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.